Event description:
In 2006, the patient reportedly was seen by a physician to remove wax from his ear. When the physician removed ear wax, the electrode array was observed in the ear canal. Surgery to explant the patient's cii device is to be scheduled.